Event description:
Nurse attached vancomycin 1 gm vial to a 250 ml bag of ns via vial mate device. The rubber stopper of the vial cored and floated in the bag. A second vial of 1 gm vancomycin was then attached using another vial mate device. The second vial topper also cored and was seen floating in the vial. The third attempt did not result in coring. FDA safety report ID # (B)(4).